Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: va1tg7j039); product type: 0200-lead; implant date 2018-08-22; explant date brand name vectris surescan; product ID 977a260 (serial: va1tg7j042); product type: 0200-lead; implant date 2018-08-22; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt is needing knee MRI. Caller reports pt said the scs never worked and is off - caller unable to clarify further. Caller noted pt had MRI of the back in 2019. Caller wasn't with pt at time of call. Pt called back to get MRI compatibility information. Patient stated that the device had never worked for their back pain since implant date. Patient stated that they had to turn the stimulation up all the way 24 hours a day and it never worked for pain relief. Patient reported that someone from the doctor's office previously said "wires had moved" since time of implant, but now said the wires were perfect. Patient mentioned that they spoke with manufacturer representative (rep)  today via phone call and, regarding MRI compatibility, rep said with the model of implant they have, once the implant was off that makes it MRI compatible. Patient mentioned they thought in order to have the MRI of their knee they would have to get either the implant or the leads taken out. Agent reviewed MRI mode and possibility of doctor filling out MRI eligibility form. Patient requested MRI guidelines be faxed to doctor's office. The patient was redirected to their healthcare provider to further address the issue. Patient lost all external equipment in a fire. As patient wasn't using therapy due to therapy not helping, agent redirected to doctor regarding MRI eligibility and reviewed to call back for replacement equipment if necessary.